Event description:
Avid medical is the manufacturer of custom convenience kit (ref: (B)(4), major joint tray, lot: 1312031) that includes the following component: lap sponge 18x18 xr 5s no ring, vendor ref# (B)(4), manufactured by us medco inc. Avid medical received a complaint on (B)(6) 2018 originated by (B)(6) of (B)(6) medical center. The complaint states that the sponge was placed on a patient to soak up blood during procedure and the blue loop fell off. They also stated that the loop was frayed and appeared to be defective. The lap sponge was not available for evaluation as it was considered biohazards proceeding use and therefore disposed of in accordance with end-user protocol. Avid medical issued formal complaint # (B)(4) to the manufacturer us medco inc concerning the defective lap sponge for ref: (B)(4), lot: 42-17. No patient injury was reported. The surgery was not delayed and no additional medical intervention was needed as a result of the defective sponge.